Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy. The bottom housing cannula window and eseal were checked for damages and no issues were observed. Although no problem was found with the device, it could not be determined when the needle mechanism deployed, and the cause of the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was found to be torn off. On removal of the top housing, it was found that the internal soft cannula was also damaged from the external tear. The length of the soft cannula was measured to be out of specification at 14.21mm. A leak test was performed, and it was observed that fluid did not pass along the entire fluid path due to the damaged soft cannula. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward. No impact to the patient's glucose level was reported. The pod was worn less than an hour. There is no information available regarding treatment.